Event description:
It was reported that during an investigation of the system controller, events were captured on (B)(6) 2021 that were consistent with a controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was no system controller returned for this event. A further review of the provided log file and the device history records (DHR) determined that the entries captured on (B)(6) 2021 were associated with the manufacturing process of the controller and there was no controller exchange performed. A further review of the provided log file and the device history records (DHR) determined that the entries captured on (B)(6) 2021 were associated with the manufacturing process of the controller and there was no controller exchange performed. Heartmate ii patient handbook (rev b) and the instructions for use (rev b) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook, rev b, under section 2 ¿how your heart pump works¿ describes the steps how to replace the running system controller with a backup controller. The patient handbook warns the user ¿failure to adhere to the following instructions may result in serious injury or death¿. No further information was provided. The manufacturer is closing the file on this event.